Event description:
It was reported that pump displayed power source alert while customer was using tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Customer left wall adapter plugged into working outlet as advised, issue was resolved when charging cable was plugged into wall adapter, pump began charging normally, and no further assistance was required.